Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the wound complication was unknown. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. ID# (B)(6).

Event description:
A barostim system was implanted on (B)(6) 2026. On (B)(6) 2026, the patient's ipg was explanted after the patient experienced wound complications where the incision site continued to open and the was not healing. It was noted that the procedure occurred without the presence or knowledge of a barostim rep. Cultures were taken and the results were negative. Per the opinion of the physician, the root cause of the wound complication was unknown. Following explant, the patient reported that their heart failure symptoms returned. As of (B)(6) 2026, there were no plans to reimplant the patient.